Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from (B)(6) stating that the device "does not function". This event was not related to any surgical procedure. It is unk if there was any injury related to this event. There was no additional information provided.